Event description:
It was reported that shortly after being discharged from an ablation procedure, the patient experienced dizziness and this right ventricular (rv) lead exhibited a high capture threshold. Upon x-ray examination the physician determined that the lead was dislodged and decided to reposition this lead. This lead remains in service. No additional adverse patient effects were reported.